Event description:
The patient reportedly experienced a loss of lock between the internal cochlear implant and external equipment. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. Revision surgery is under consideration.